Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has been requested, but no new information has been received to date. If the device is received for analysis, or if additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that two years post implant of this bioprosthetic aortic valve, this valve was replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: without the return of the valve for analysis, a conclusive root cause of the high gradient cannot be determined; however, based on the received information the high gradient could potentially due to immobile leaflets and caused by calcification. Calcification has been an inherent risk of surgical valve replacement. Cardiac dysrhythmias (i.e. Atrial fibrillation) are known potential adverse effects per mosaic instructions for use.

Manufacturer narrative:
Medtronic received information from this patient's physician that this valve was replaced due to heavy calcification; all three leaflets were heavily calcified, and there was a 55 mmhg gradient across the valve. Prior to this replacement this patient presented with shortness of breath, and exertional chest pain; a non-stemi myocardial infarction (mi) was ruled out as a possible source of pain. Patient had post-op afib, which was resolved prior to discharge and the patient did really well following the procedure. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the stent posts appeared slightly deflected. The valve was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. Per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. All leaflets were slightly stiff but flexible except where host tissue extends on the inflow and outflow. All leaflets appeared intact. All commissures appeared intact. A remnant of pannus remained attached to the tissue and base stitching adjacent to the non-coronary cusp, extending slightly into the right non-coronary inferior coaptive area and 1 to 2 mm onto the tunica of the non-coronary cusp showing a possible reduced orifice area. Remnants of pannus remained attached to the sewing ring on the outflow with traces extending all stent posts and outflow rails adjacent to all cusps. An unknown amount of pannus appeared to have been removed on the inflow during explant. Off white to tan thrombotic appearing host tissue filled and stiffened the left and right cusps on the outflow. Moderate amounts of off white thrombotic appearing host tissue lined the non-coronary cusp on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information and the return product analysis, the bent stent posts can restrict the leaflets from fully opening and/or cause misalignment of leaflets during valve closure. Also, it can result in more contact of the leaflets onto the cloth / long suture tail and causing the abrasions. The pannus overgrowth on the inflow would have further impaired the leaflet mobility leading to high gradient. Pannus overgrowth has been an inherent risk of surgical valve replacement and is addressed in the current risk management file. High gradient related risks are addressed in the current risk management file.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.